Event description:
It was reported that the device was alarming air in line. No patient injury was reported.

Manufacturer narrative:
The device was returned for repair for the reported problem of alarming air in line. The air detector was found to be inoperable and replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history record review. No information provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.